Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6). And three (3) controllers ((B)(6)) were returned for evaluation. No performance allegations were made against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed slight abrasions on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to abrasion marks observed during visual inspection. Review of the magnetic scanner system results revealed normal magnetic data. Dimensional verification revealed that the front preload measurement, front housing disc curvature, and rear housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed intermittent increases in power consumption and estimated flows throughout the analyzed period; however, parameters remained within normal operating range. Additionally, no high watt alarms were logged within the analyzed period. Log files also revealed 20 low flow alarms were logged on 08/feb/2024 accompanied by changes in pump rotational speed. The low flow alarms are additional findings not related to the reported event. Review of the event log file revealed motor start events recorded on 29/jul/2021 at 16:34:57, on 28/nov/2021 at 09:42:33, on 13/feb/2022 at 20:22:15, on 11/mar/2022 at 19:15:34, on 07/may/2022 at 18:00:49, and on 17/jun/2023 at 06:47:18, in which the motor start parameters were atypical. Failure analysis of con404575 revealed that the device passed visual inspection. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis associated with (B)(6) revealed that (B)(6) was the primary controller in use at the time of the reported event. Review of the alarm log file revealed one (1) controller fault alarm was logged on 15/jan/2024 at 15:58:46, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Failure analysis of (B)(6) revealed that the devices passed visual inspection and functional testing. Internal inspection of (B)(6) did not reveal any anomalies. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller, initially in use during the reported event. Log files analysis revealed that the pump ID was not set during the initial programming of the controller. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. Analysis of the event log file revealed that the time and date was updated by the site on 08/feb/2024 at 14:15:37. The observed pump ID not set in the log files and clock change events are additional findings not related to the reported event. The most likely root cause of the observed pump ID not set in the log files could be attributed to an incorrect set up process. Of note, con426603 was loaded with a software containing an unapproved pump start algorithm. An internal inspection of (B)(6) revealed a crack on a standoff post the controller housing. The crack is an ad ditional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the con troller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 was opened to investigate cracks on the internal threaded posts with controller 2.0. Log file analysis associated with (B)(6) revealed that (B)(6) was not in use during the reported event and was likely a backup controller. The reported atypical motor start parameters, high power and controller fault alarm events were confirmed. The reported pump and driveline explant difficulty events could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported high power and low flow events. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or patient related factors. Based on the risk documentation, possible root causes of the high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud c ontact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate controller 2.0 with faulty internal batteries. Based on risk documentation, multiple factors may have contributed to the reported explant difficulty event including but not limited to tissue adhesion around the implanted device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleted internal battery. Review of log file data revealed that the ventricular assist device (vad) had a motor start event with parameters outside of the typical range. The controller was exchanged and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date: 30-nov-2019/ serial or lot#: (B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun d9: no h4: mfg date: 16-nov-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: serial:(B)(6) d9: yes, return date: 14-feb-2024 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad was exchanged to a competitor device due to higher than normal powers. It was also reported that the vad exchange was very difficult. The vad was stuck to the chest wall and part of the driveline adhered to the intestines. It was noted that a small portion of the driveline remained in the patient attached to the intestine with a plan to possibly have an abdominal surgeon remove it at a later date. An alternate software controller was used and the exchange was successful.